Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report issues with the insulin pump. Customer reported that the insulin pump was not holding the charge. Customer's blood glucose reading was probably around 200 mg/dl to 230 mg/dl. The insulin pump worked only for a couple of hours and then died without warning. The insulin pump did not give any alarms or warnings that indicate the insulin pump needed a battery change. The only way they know the battery needed to be replaced was when the insulin pump shut off. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No weak battery alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.